Event description:
It was reported that the patient has expired after implant duration of approximately 4 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received; however, no additional information was not provided. The cause of death remains unknown.

Manufacturer narrative:
Device not returned.:this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted; (B) (4). Through follow up with the health care provider (via fax), a response was received; however, no additional information was not provided. The cause of death remains unknown. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device had a blank display and would not respond to any buttons, a lock-up failure. There was no patient use associated with the reported event.